Event description:
Additional information was received that there was no damage observed to the pipeline pushwire or catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis of ped-475-18, lot# b371322 visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub, catheter body, distal tip, or marker band. The pipeline flex pusher hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the proximal bumper, resheathing pad, or pad restraint. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. Both braid ends were found fully opened, damaged, and frayed. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~157.2 and the usable length was measured to be ~150.6cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). A 0.0260¿ mandrel was inserted into the micro catheter hub, through the micro catheter body and out the distal end with no resistance encountered. The pipeline flex device could not be used for resistance testing as it was already deployed. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as both ends were found opened upon return. Possible causes for failure to open during procedure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, or inappropriate anatomy. The braid was found damaged which could have contributed towards the failure to open. Potential causes for braid damage are high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid was returned already deployed and out of its protective introducer sheaths and dispenser coils. Customer reported pipeline was not positioned in a bend, braid was resheathed less than or equal to 2 times, all devices were prepared per IFU, and patient vessel tortuosity as normal. The customer report of ¿resistance stuck during delivery¿ and ¿catheter resistance¿ could not be confirmed as in-house resistance testing did not find resistance in the phenom-27. It is possible the damaged braid contributed towards the resistance. It is also possible resistance occurred due to insufficient continuous flush, or due to tortuous "anatomy." The phenom-27 micro catheter is compatible for use with the pipeline flex device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section and a phenom catheter encountered catheter resistance. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the internal carotid artery (ica) with a max diameter of 5 mm and a 4.5 mm neck diameter. The landing zone was 4.5 mm distally and 4.6 mm proximally. The accessed vessel was the femoral artery with a diameter of 6.5 mm. It was noted the patient's vessel tortuosity was normal. It is unknown if dual antiplatelet treatment was administered. The pru level is unknown. The angiographic result post procedure showed blood retention in the aneurysm. It was reported that on (B)(6), 2023, the doctor at (B)(6) hospital affiliated to (B)(6) university performed intracranial aneurysm surgery. Access established, hydration and flushing completed, 8f 90cmguiding, 5f115navievn support catheter, phenom catheter in place. In measurement, the blood flow guiding dense mesh stent (ped-475-18) was selected, and the stent was delivered after hydration and flushing, and there was resistance in the middle and later stages of delivery. During the deployment and opening process of the stent, it was deployed at the expected anchoring position, and the opening of the tip end was not good. Attempted to deploy at a longer distance and for a longer time, push-pull shaking technology, re-recovery technology and deploy against the arc side of the blood vessel, all failed to open the stent tip, and it took a long time. Considering the safety of the patient, the operatio n was completed by replacing with the new phenom and ped. It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter.  It was also reported catheter resistance occurred in the middle of the catheter. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a  8f guiding cordis sheath, navien 5f 115 guide catheter, phenom microcatheter, stryker synchro 14 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.